Manufacturer narrative:
Section h2: device evaluation was inadvertently selected in the previous report. The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via analysis of the submitted log file. The log file contained approximately 18 hours of data ((B)(6) 2021 at 19:14:51 ¿ (B)(6) 2021 at 13:27:30 per the timestamp). Intermittent low voltage advisory alarms were captured throughout the log file due to the relative state of charge (rsoc) voltage on the black power cable dropping below the low voltage threshold while connected to a 14v battery. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the heartmate ii system controller (serial number: (B)(6)) would not be returned for evaluation as it was discarded and that no further atypical alarms were observed by the patient following the controller being exchanged on (B)(6) 2021. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2018. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for dirt, grease, or damage. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage alarms even when they had adequate battery. The healthcare providers replaced the patient's batteries and clips on(B)(6) 2021, but the issues continued, even when the battery indicator showed 3 green lights. The patient came back to the clinic on (B)(6) 2021 and their log file was sent for review. The log file displayed two low voltage alarms on (B)(6) 2021 at approximately 7:39am, including multiple strings of low battery advisories while tethered on batteries. There were no other unusual events seen within the log file. The equipment was operating as expected. The patient's controller was exchanged and the alarms resolved.